Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was observed to be in back up vvi mode. It was suspected that the device had reached eri due to excessive charging. Plans were made to explant the device.